Event description:
During a laparoscopic bilateral inguinal hernia repair, the surgeon approximated mesh with the device. The introducer pierced through the abdominal wall and into the surgeon's middle finger. The surgeon sought intra-operative medical treatment to their finger, which included an alcohol cleansing. The surgeon re-gloved and completed the case successfully. O.r. Time was extended about 10 minutes. There were no unexpected outcomes to the patient as a result of this event.